Event description:
Radiofrequency ablation attempted from right side; unsuccessful. Ablation cath moved to left side. After approx 30 minutes on floor, pt complained of chest pain with EKG changes. Emergency catherization showed dissection of left main artery. Pt arrested. Sent for emergency CABG and died 2 days later.